Manufacturer narrative:
The initial reporter also notified the FDA on 06-jun-2022. Medwatch report # mw5110216. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22035772 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: rn in to review, pump channel opened and it was noted that there was leakage of the coming from the tubing. Tubing replaced.